Event description:
It was reported that the connector on the front of the motor drive unit was making a vibrating noise and there was damage to the connector/coupling. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling: conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.